Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to an unconfirmed paravalvular leak.

Manufacturer narrative:
Results: other, device history review found the product met specifications when released for distribution. Conclusion: other, cause of event related to user error. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the open position, flexible and intact. When closed, the leaflets had sufficient depth of coaptation. The myocardial tissue was torn, approximately 12mm and 7mm in length, from under the cloth base stitching in the left right and right non-coronary inferior coaptive areas. Tissue remained in place under the cloth, above the stitching line. Conclusion: review of the device history records show that this valve met all manufacturing specifications for product related to distribution. No issues were noted that would have impacted this event. The valve analysis findings suggest that the tissue tear occurred during the implant procedure, and was likely the reason for the clinical observation and the valve replacement.